Event description:
Per our previous (B)(6) report from seven months ago, we had another event with this table. The elevating actuator broke where it connects to the securing bracket at the base of the table's column. We would like to see a design change where this break could not occur and where nothing can be placed on the actuator.manufacturer response: technical support reported possible causes for the breaking. They say the most likely way this occurs is if something is placed on the base of the table next to the column, prohibiting the table form reaching its lowest point.